Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor, showed that it was functioning properly and passed all functional testing. However, we are unable to confirm needle complaint due to customer did not return insertion needle only the sensor.

Event description:
It was reported that the customer had a problem inserting a sensor. Customer has not discarded the sensor. It was stated that the sensor just snapped off. Customer was not there to clarify. Customer was able to insert another sensor. Blood glucose value is 195 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.